Event description:
It was reported to philips that mechanical part intermittently failed, causing geometry movement issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ipc computer, reinstalled the os, and debugged the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).